Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p51-77 that has a similar product distributed in the us, list number(s) 7p51-21 / -31 , with 510k/PMA/bla number k170317.

Event description:
The customer reported a false positive alinity I total b-hcg result for a 33 year old female patient. The following data was provided: initial result = 2068.33 iu/l, repeat was <2.3 iu/l no impact to patient management was reported.